Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Analysis of the recharger found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the desktop charger (dtc) connector pin was broken. A replacement dtc was sent. The patient called back and reported the ins was not working due to the inability to charge because of the broken dtc and their sciaticnerve pain returned. No further patient complications were reported as a result of this event.